Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pressure was unable to be applied to the ureteral dilation balloon catheter even when pressurized the balloon could not be dilated.

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. Photo samples were submitted, no signs of damage were noted, however some white substance was observed to be present on the surface of the device. The eagle inflation device was returned without the original packaging. An evaluation pf the physical sample was completed. Per the evaluation results, the root cause confirms that this complaint is due to the excessive flash. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. Correction: d,f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pressure was unable to be applied to the ureteral dilation balloon catheter even when pressurized the balloon could not be dilated. Per sample evaluation results received on 27sep2022, it was reported that during evaluation the o-ring was found to have dislocated from the assembled position and the gauge needle was out of tolerance due to over-pressurization.